Event description:
Pt reported that, while attempting to retract the device's piston rod, the motor continued to run, after the piston rod had fully returned to the base of the insulin cartridge compartment. No error messages were generated by the device. Pt's blood glucose was not affected and no treatment was received.